Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and not forming properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The laryngoscope was not functioning when removed from the respiratory box. This was discovered because the light wasn't bright enough to shine down the airway. Retrieved another laryngoscope from crash cart and proceeded. The batteries in the non-functioning laryngoscope were found to be corroded with residue on them. The batteries were replaced. The respiratory department has amended their code box checklist to include visual inspection of the batteries.====================== health professional's impression======================none

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.